Manufacturer narrative:
A boston scientific technical services consultant informed the caller that a measurement of zero is an invalid measurement and they may want to bring the patient in for further testing. Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Boston scientific received information that a red alert was generated for this system due to a shock impedance measurement of zero ohms. Measurements have been in normal limits since the one out of range measurement was noted. A review of the device data also noted a decrease in the pacing impedance measurements on the right ventricular (rv) and left ventricular (lv) channels. There were no measurements that were out of range. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.